Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen) and user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 97 mg/dl using truemetrix meter and test result reported of 139 mg/dl using another brand device. Manufacturer does not recommend the meters comparison,the product booklet guide provide important information to obtain the most accurate results. The customer's expected fasting blood glucose test result range is 130 - 168 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer was having difficulty verifying time and date): 1:114mg/dl (B)(6) 2016 08:31 am fasting:yes; 2:84mg/dl (B)(6) 2016 08:19 am fasting:yes; 3:124mg/dl (B)(6) 2016 08:17 am fasting:yes; 4:128mg/dl (B)(6) 2016 08:16 am fasting:yes; 5:126mg/dl (B)(6) 2016 08:15 am fasting:yes. Memory concerns:customer is concerned with all of the results. The customer advised not to store the supplies in the bathroom or the kitchen.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 97 mg/dl using truemetrix meter and test result reported of 139 mg/dl using another brand device. Manufacturer does not recommend the meters comparison,the product booklet guide provide important information to obtain the most accurate results. The customer's expected fasting blood glucose test result range is 130 - 168 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer was having difficulty verifying time and date): 114mg/dl (B)(6) 2016 08:31 am fasting:yes; 84mg/dl (B)(6) 2016 08:19 am fasting:yes; 124mg/dl (B)(6) 2016 08:17 am fasting:yes; 128mg/dl (B)(6) 2016 08:16 am fasting:yes; 126mg/dl (B)(6) 2016 08:15 am fasting:yes. Memory concerns: customer is concerned with all of the results. The customer is advised not to store the supplies in the bathroom or the kitchen.